Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, there is insufficient information to conclusively determine the root cause of the patient's stenosis. Additional information has been requested; however, no additional information has been provided at this time. If new information is obtained, a supplemental report will be submitted accordingly. No corrective actions is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 31 mm perimount valve in the tricuspid position was experiencing severe right heart failure. It was also noted that the bioprosthetic valve was stenotic. It was reported that a successful valve-in-valve procedure was performed and the patient was doing very well four days post-op. Implant duration of the surgical valve is unknown. No other details have been provided.